Event description:
Additional information received indicated that surgical intervention was undertaken wherein both leads were explanted and replaced. This addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48595. It was reported the patient was not receiving effective stimulation. Patient reported having a fall. Diagnostic testing revealed high impedances on leads at t1 and t3. X-rays confirmed both leads had fractured. Reprogramming was performed on remaining lead at t2; however, it was unable to provide effective therapy. Surgical intervention may take place at later date to address the issue.